Event description:
Falsely depressed calcium results were obtained on a two patient samples. The results were not reported to the physician. Repeats were run and higher calcium results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium results is sample integrity. The IFU for the dimension calcium flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And "complete clot formation should take place before centrifugation." The instrument is performing within specifications. No further evaluation of the device is required.